Event description:
It was reported that while in use on a patient, an 840 ventilator had a burning smell and ventilator inoperable alarm activated. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The evaluation and repair of the device has not been completed.

Manufacturer narrative:
A service engineer (se) replaced the power supply, blind-mate cable, and the motherboard printed circuit board (pcb). The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: a power supply cable assembly, printed circuit board (pcb) and a power supply were returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no notable conditions were found. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.